Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed on the rv lead via diagnostic imaging during routine generator replacement for normal eri. Lead was tested and observed with no anomalies detected. Physician elected to leave the lead in service. Patient was stable before, during and after the procedure and will be followed normally.